Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Patient's mother was advised to force a reconnect by resetting the receiver and disable and then re-enable the (B)(6) on the smart device. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 03/03/2016 and could confirm the reported loss of connection. No additional patient or event information is available.